Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source lamp failed to illuminate. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The customer's reportable malfunction was confirmed during olympus device evaluation. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the lamp does not lit occurred due to defective power unit. Olympus will continue to monitor field performance for this device.